Event description:
While reviewing the device logs for a recent unrelated complaint it was noted that the logs contained two technical errors that had occurred at an earlier date. One technical error code indicated disabled valves and the other indicated a communication failure between the control printed circuit board and the monitoring printed circuit board. Patient information and involvement is not available. (B)(4).

Manufacturer narrative:
The investigation of this complaint which consisted of an evaluation of the received device logs has been completed. The ventilator logs were downloaded for another complaint 7 months after the occurrence of the event in this report. No relevant parts for these technical error codes were replaced and the ventilator was returned to service. Evaluation of the device logs showed a single occurrence of these technical errors on the date of event. It also showed that it was turned on 19 days later and a successful pre-use check was performed without generation of the reported technical alarm. There is no information of whether the ventilator was in use on a patient but, the technical error codes would lead to stop of ventilation. The technical error codes found in the logs did not reoccur and there is no information that any part was replaced. The facility did not report the event. The true cause of the technical alarms has not been determined and a follow-up on the event at this stage is not possible. According to the logs the ventilator was in continuous use after this event, until the event for which the logs were downloaded.